Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova deutschland received a report, that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. There is no known patient involvement.

Manufacturer narrative:
Through follow up communication liva novadeutschland learned, that the device was cleaned according to the IFU, with the addition of more frequent water and h2o2 replacements. Moreover, it was stated that the device is used inside of theater towards the foot of the operating table with the fan facing away from the patient with a distance to the nearest sterile instrument or sterile patient drape not less than 1m.